Event description:
It was reported the patient had a gross infected device based on wound separation and purulent drainage. It was further reported the organism identified is pseudomonas. The patient is not pacemaker dependent and has had no other problems, thus the system was not replaced in hopes the infection would clear. The leads were capped and placed in a subpectoral position. Information identified in the manufacture's database indicated the patient died one month after the device was removed due to infection and two months after the device was implanted. Cause of death and source of infection have been requested and not received.

Manufacturer narrative:
Attempt(s) for additional information were unsuccessful. The initial reporter and physician's office were both contacted. The initial reported had no additional information and the physician has not returned any calls thus far. However, if requested and additional information is subsequently received, it would be processed and considered accordingly. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.